Manufacturer narrative:
A complete lead was returned in one piece. X-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of implant/explant. The helix was clogged with blood/tissue. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
During procedure, the helix of the lead would not extend properly after several attempts. The lead was replaced. The patient had no adverse consequences due this event.